Manufacturer narrative:
The customer¿s report that the set leaked near the drip chamber was not confirmed. Visual inspection of the set observed no obvious damages or any issues. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
The customer reported that fluid leaked from the set near the drip chamber during an infusion. There was no report of patient harm.